Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported that during an implant procedure the physician noticed electrode #0 was out of alignment with the other electrodes. The lead was not implanted and a new lead was then used without further incident. There were no pt injuries reported.